Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The 80-85% tightly stenosed fibro-calcified target lesion was located in the mid left circumflex artery. Following the advancement of a 0.014" guide wire, pre-dilatation was performed with a 2.5x15mm maverick balloon catheter. Subsequently, a 2.50x16mm promus element ¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was fractured. A non-bsc guide extension catheter was then advanced to cannulate the left circumflex artery and a non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.